Event description:
After left ventriculogram, pt complained of numbness, was diaphoretic became unresponsive, code blue called. Co's device was used for the lv gram. After intubation, pt hemo dynamically became stable. St elevation in inferior leads.